Manufacturer narrative:
Batch review performed on 31 october 2023: lot 2106578: (B)(4) items manufactured and released on 26-july-2021. Expiration date: 2026-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for a knee infection at 1 year and 11 months post primary. The surgeon revised the liner successfully. The pathogen is unknown.